Event description:
It was reported that when placing the catheter in this patient on september 20, 2022, the operator opened the package and pre-flushed the catheter with normal saline, finding that liquid leaked from 1 cm above the valve of the catheter. The use of the device was discontinued.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. The stylet appeared to have been manipulated within the catheter and exhibited bends near the metal cannula. A hole was observed in the catheter near the distal tip of the stylet. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the hole near the stylet tip. Tactile inspection of the sample revealed severe tensile weakness and material necking in the vicinity of the hole. During manipulation, the stylet tip protruded from the hole. Microscopic inspection of the hole revealed a granular fracture surface. A longitudinally aligned tear was observed leading into the hole. The split features, location and accompanying tensile weakness were consistent with damage caused by the stylet tip perforating the catheter shaft. Such damage can occur if the catheter is allowed to fold over the stylet during manipulation or attempted catheter insertion. This can occur if insertion is attempted against resistance and if the catheter is not flushed prior to manipulation and insertion. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when placing the catheter in this patient on (B)(6) 2022, the operator opened the package and pre-flushed the catheter with normal saline, finding that liquid leaked from 1 cm above the valve of the catheter. The use of the device was discontinued.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2333 showed one other similar product complaint(s) from this lot number. Device not returned.